Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2020-18323. Clarification to d6a implant date: partial date "2005." The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "fluid"; capsular contracture, baker grade unknown

Event description:
Patient reported right side "filled with fluid" and "exchange of textured devices due to patient's concern with product." Patient reported later "capsular contracture, baker grade unknown, "implant has moved under their armpit", and because of the implants the patient has "inflammation all over their body". Patient also reported "massive headaches", which is not device-related. Healthcare professional reported right side "possible rupture". Device remains implanted.